Manufacturer narrative:
The customer reported that three devices contributed to three reported events (once device per event). In response to the reports, three initial medwatches: 2183502-2016-00779, 2183502-2016-00780, 2183502-2016-00781 were submitted. The customer returned three used products for evaluation. It cannot be determined which sample was associated with which reported occurrence; therefore, the evaluation of the three returned samples will be used for each medwatch follow-up. During functional testing of the three devices, 7cc of air was inserted into each device cuff; none of the cuffs remained inflated. The three device cuffs were then re-inflated with air and the entire device was submerged in water. Bubbles (indicating a leak) were observed escaping from the cuff on all devices. It was observed that each cuff was leaking from approximately the same location when assembled to the shaft; however, the leaks were not in the same location relative to the mold parting lines on the cuff. Manufacturing 100% inspects for leaks prior to packaging and quality performs an additional inspection for leaks. This type of defect would not have passed either inspection. A review of the production process after leak testing did not reveal any concerns where the cuff could have been damaged by a sharp object. Investigation could not determine the cause of the holes in the device cuffs; however, no evidence was found to suggest an intrinsic manufacturing issue. Updated information: date device was received for investigation (05/20/2016), date device investigation completed (07/08/2016).

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The mother of an in-home patient reported that her son had the listed tracheostomy tube in place when a leak in the device cuff was identified during a routine cuff check. According to the reporter, 6cc of water had originally been placed in her son's cuff, but only 3ccs could be removed. The reporter explained that her son had aspirated the leaked water, and developed pneumonia which required antibiotics. No permanent injury was reported. The reporter's contact information has been requested; no response has been received at this time.